Event description:
It was reported that the caller accidentally delivered too much insulin by completing the fill tubing step while connected to the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to monitor blood glucose levels and follow up with a healthcare provider for further assistance, emphasizing the importance of following pump screen prompts to prevent accidental over-delivery of insulin.